Event description:
It was reported that the pt underwent a plif at l3-iliac. A revision surgery was performed approximately five weeks post op due to l3 screw back out. At this procedure the fixation level was extended to t4.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.